Manufacturer narrative:
A picture was received for evaluation. The unit was inflated with water, cuff seemed asymmetrical.three (3) samples were received in used conditions, with its certificate of safe handling and with its obturator. Visual inspection was performed at 12 under normal lighting to received unit, in order to detect any damage on the cuff, airline or pilot balloon.no discrepancies were found. Air cuff symmetry test was performed to the unit. When inflating the units with air, the cuff inflated without problems but cuff seemed asymmetrical. When measuring the cuff, the percentage for the symmetry was for sample 1: 30%, sample 2: 43.90% and for sample 3: 36.68%. Result from sample 1 is below 33.3% that is the minimum acceptable. Based on the test, sample 1 is out of specification. The complaint was confirmed. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The assembly process was performed according to the procedures listed above. The training was reviewed and it was confirmed that the personnel had the trainings up to date. All the inspections and verifications are being performed by the production personnel and verified by the quality inspectors. An internal corrective and preventative action was issued in order to determine the root cause and implement proper corrective actions. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported during pre-test, using 3ml of water, the cuff was found to be asymmetrical. Water was taken out of the cuff and reinserted with the same issue happening. No patient injury reported.